Event description:
It was reported that a few months after a sacrocolpopexy procedure using pelvicol second operation took place following a complaint made by the patient. On re-operation, two ends of the pelvicol could be found but the middle part was completely gone (peritoneum was completely visible). It was reported that no additional treatment and/or implant was needed and that the second operation appeared to have been successful. It is not known whether pelvicol had become incorporated into the host tissue or whether pelvicol was removed on reoperation.